Manufacturer narrative:
Evaluation - device was not returned for evaluation. Conclusion - inconclusive, investigation on-going. The device is a synthetic device made from polypropylene. Injuries such as pain, infection, incontinence and urinary problem is a documented risk associated with the polyform device - reference design fmea and polyform product insert (instructions for use).

Event description:
Proxy biomedical was notified (B)(6) 2012, via email by the polyform distributor ((B)(4)) that they have received a complaint on (B)(6) 2012, regarding a polyform product. The complaint states that as a result of the polyform implant, the pt suffered pain, infection, incontinence, lower urinary tract and bladder obstruction. The complaint was reported to (B)(4), via email on (B)(6) 2012, from (B)(6), the pt's attorney. The pt is identified as "we"; date of birth is unk. Her weight and height are not provided. The hospital where the implant procedure occurred is (B)(6). The date of implantation of the mesh was (B)(6) 2005. It is unk if corrective surgery to repair or remove the implant took place. No other info regarding the product or the pt is available at this time. The polyform product lot number has not been provided to (B)(4).